Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the glenosphere from the liner. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 december 2025. Reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot 2336601: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot 2508855: (B)(4) items manufactured and released on 14-july-2025. Expiration date: 2030-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue.